Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported a perforation occurred. A watchman truseal access system was being used in a procedure. After the transseptal puncture, the outer sheath was inserted into the left superior pulmonary vein (lspv) and the non-bsc wire was inserted up to the lspv. The watchman access sheath was prepared according to the package insert and it was inserted. The watchman access sheath was inserted around the common iliac vein (civ) in a direction not along the wire. At this point, the vitals remained unchanged and the procedure continued. When trying to pass the watchman access sheath through the septum, the wire moved from the lspv to the left atrium, and the tip of the wire pointed towards the left atrial appendage. The non-bsc wire had a different usability than usual, and it was judged to have a weak support ability. The wire was replaced and inserted into lspv. The left atrial appendage was approached with the pigtail, and imaging was performed. The procedure was continued without any problem, the pass was cleared, and the 24 mm watchman flx closure device was successfully placed. After, lower limb imaging was performed and it was confirmed that the contrast agent leaked out of the blood vessel from around civ, and it was judged that perforation has occurred. Hemostasis was attempted for about ten minutes by inflating a balloon at the perforation site using a 7 x 60 mm pta balloon. When imaging confirmation was performed again, it was confirmed that there was still a slight leak of contrast agent from the blood vessel, so hemostasis was tried again with a different non-bsc balloon. Hemostasis was attempted for more than ten minutes and after that, it was judged that the bleeding has stopped and the leak from the blood vessel was resolved and the procedure was completed. As of (B)(6) 2022, the patient had been discharged with no further reported issues.